Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. The device was not returned for evaluation and at the time of this report was not expected to be returned. Based on the limited information provided to date an exact cause for the reported incident could not be determined. A follow-up medwatch report will be submitted if product is returned for evaluation or additional information is received.

Event description:
As reported: actually, there was a core fracture during the procedure, no consequences for the patient. There was however a possibility of losing the material inside the patient.

Manufacturer narrative:
One safari2 guidewire was received for analysis. As received, the specimen consisted of one-1 safari2 275cm xsml crv; returned 9/25/2017 coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The returned specimen presented extensive offset/overlapping coil damage in the large and small diameter curve regions and in the body of the device, and several bends of varying severity scattered over the length of the device. The offset/overlapping coil wraps created localized oversized diameters up to .04640". The specimen also presented scraped/frayed ptfe coating in the vicinity of the coil and bend damage. The specimen did not present any indication of a core fracture. Both joints appeared to be correct and intact by visual examination and by non-destructive testing. No other damage or inconsistencies were noted. Except where noted, the specimen device appeared visually and dimensionally correct. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported. A follow-up medwatch report will be submitted if additional information is received.